Event description:
This patient recently had generator replacement surgery due to battery depletion. When surgery took place, the old generator could not be interrogated (due to battery depletion). When the new generator was implanted, high impedance was observed. The pin was re-inserted, still indicating high impedance, therefore a test resistor was used to test the generator, which indicated that the generator was functioning appropriately. Therefore the lead was replaced at this time, and the impedance was okay after the new lead was implanted. The device was not programmed on following surgery, and the facility is a disposal facility therefore the explanted products will not be returned. No other relevant information has been received to date.